Event description:
It was reported that the pump displayed error code 45630 (motor sense failure) during testing, which is classified as a high-priority alarm and has the potential to stop the infusion. Upon investigation, the error code was confirmed in the event history. This malfunction makes the event reportable. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and the reported error code was confirmed in the event history. A 12-month service history review found no indication that the complaint was related to any prior device servicing.the complainant¿s allegation was confirmed through event log analysis, with the probable cause identified as a malfunction of the pwa board and motor. The pwa board and motor were replaced, and the motor odometer was reset to zero. Further inspection identified a cracked lcd lens, which was replaced. The unit also failed calibration, leading to replacement of the dso sensor. The lcd screen was found to be extremely dim and was replaced as well. The dso was calibrated, the software was updated to the latest version, and the unit was reset to standard configuration. Final performance verification testing (pvt) was completed, and the unit passed all test criteria.